Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery was on (B)(6) 2011. The revision surgery was a result of the patient complaining of thigh pain. The original k2 hip stem was removed and a zimmer revision stem was implanted. A bone screw was used to remove the original liner. Once the liner was removed, a new apex-lnk acetabular liner was implanted. The original shell and two retaining screws were not revised.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identify, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process of non-conformity of product that would have caused the adverse event.